Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received new software release detected. The customer¿s blood glucose level was unknown. The customer reported that they unable to clear the alarm. The customer was not able to complete rewind. The customer was advised not to use the insulin pump and refer to back up plan. The device will not be returned for analysis.